Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15969. It was reported the pt did not charge her ipg and it was subsequently explanted and replaced. The pt reported effective stimulation coverage postoperative. The pt has 2 ipgs implanted, it is unk which ipg was explanted and replaced, therefore both are being reported.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.